Event description:
In 1999 rec'd tmj fossa replacement device. Today in severe pain with limited jaw opening. "Bones lost the battle against the metal." In 2001 had to have the joint cleaned out and radiation on the joint to prevent extra bone growth/spurs. Presently scheduled to have fossa's removed and will get a total joint replacement.